Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call customer experienced high blood glucose was over 600mg/dl. Customer's current blood glucose was not given. Insulin pump will not be return for analysis.